Event description:
It was reported that a duotome fiber was inserted into a pt's prostate, and when ready the physician stepped on the foot pedal to being the procedure. As the physician stepped on the foot pedal, the tip of the fiber blew off. The physician reported this occurred while the system was in standby mode. The tip was retrieved from inside the pt, and the procedure was completed with another device. There were no complications to pt.

Manufacturer narrative:
Device was requested to be returned for evaluation. A follow up MDR will be filed when the device is returned and evaluated.